Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated and replaced. The workstation pcbs were reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system locked up during use. There is no report of death of serious injury.